Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump.additional text: lvad inflow cannula.specific component(s) involved: inflow graft malfunction/malposition.additional text: inflow cannula malposition in lv apex.causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.